Event description:
It was reported that the device's algorithm did not withhold detection as the patient was shocked six times due to the right ventricular lead t-wave oversensing (twos) . It was noted that there were intermittent pvcs every third beat which did not have oversensed t-waves. However the native r-waves had oversensed t-waves. A medtronic technical service representative explained the device's algorithm criteria and that the device most likely did not withhold due to intermittent pvcs. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).